Event description:
During an implant procedure, the tip of the connector of the right atrial (ra) lead was broken. The ra lead was replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of lead damaged ¿the tip of the connector broke¿ was confirmed. As received, a complete lead was returned in one piece. The visual inspection found the connector pin bent which was consistent with procedural damage. The electrical testing did not find any indication of conductor fractures or internal shorts.